Manufacturer narrative:
The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, the intra-aortic balloon (iab) was not working and the customer had turned off the console in anticipation of the patient being transferred to another hospital. The physician had instructed the life flight team to use the syringe fill method to keep the balloon mobile during transport. It was noted that the iab ¿wasn¿t filling¿ and had only been off for a few minutes. The getinge representative verified it had been off less than 30 minutes and asked that they turn it back on so they could troubleshoot accordingly. Screenshots showed the iab inflating and deflating appropriately but poor hemodynamics. The patient was tachycardic in the 110s with suboptimal augmentation caused by low stroke volume. Mean arterial pressure (map) was adequate at 65. The getinge representative explained that there was nothing wrong with the console and recommended that they verify position if they felt it necessary and keep the console as is for transport. The risk for thrombus if the iab was left immobile was explained again and it was recommended to remove the iab if it would be immobile for longer than 30 minutes. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information - describe event or problem & event site email complaint record ID # (B)(4).

Event description:
It was reported that during therapy, the intra-aortic balloon (iab) was not working and the customer had turned off the console in anticipation of the patient being transferred to another hospital. The physician had instructed the life flight team to use the syringe fill method to keep the balloon mobile during transport. It was noted that the iab ¿wasn¿t filling¿ and had only been off for a few minutes. The getinge representative verified it had been off less than 30 minutes and asked that they turn it back on so they could troubleshoot accordingly. Screenshots showed the iab inflating and deflating appropriately but poor hemodynamics. The patient was tachycardic in the 110s with suboptimal augmentation caused by low stroke volume. Mean arterial pressure (map) was adequate at 65. The getinge representative explained that there was nothing wrong with the console and recommended that they verify position if they felt it necessary and keep the console as is for transport. The risk for thrombus if the iab was left immobile was explained again and it was recommended to remove the iab if it would be immobile for longer than 30 minutes. There was no patient harm or adverse event reported. The patient was transferred to another facility. The insertion was femoral. I¿m unsure of the aorta calcification. We reported the issue initially about 30-45 minutes after insertion.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.